Event description:
It was noted during implant, and it revealed high capture thresholds, failure to extend, retract and unspecified rotation issue and a piece was still in situ on the right ventricular (rv) lead. The physician elected to not use this rv lead and use another rv lead. The patient was in stable condition.